Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01801. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.50 mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During the procedure, after ablation was performed, it was noted that the burr could not be removed from the rotawire. The burr and the rotawire were pulled out together from the patient's body. The procedure was completed with another of the same burr and another of the same rotawire. No patient complications were reported.